Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). Concomitant product(s): prowler selectplus microcatheter (606s255fx/reported lot# 17204796) the product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
Subject (B)(6) was enrolled in (B)(6) 2016. Site reported that the pre-treatment angiography performed on (B)(6) 2016 identified a basilar tip, saccular, un-ruptured posterior circulation aneurysm measuring 4 x 3.7 x 5 mm. Index procedure was performed on (B)(6) 2016 with stent assisted coiling. It was reported that enterprise 2 stent and prowler select plus microcathter were used. There was no evidence of vessel stenosis or thrombosis. On (B)(6), at 21:00 patient experienced a mild stroke. Magnetic resonance imaging was performed; findings if present, are pending to be reported. Patient's condition is reported to be fully resolved with no residual effects. This event was reported to not be related to codman device, any other device used or underlying disease state and is likely related to the procedure. Per protocol nih stroke/scale and modified rankin scale results are required to be performed and are both pending.

Manufacturer narrative:
This one of one final MDR report being submitted for this complaint the enterprise 2 stent (enc401600/10573760) was not available for analysis. The review of the device history records associated with this lot presented no issues during the manufacturing, inspection or packaging process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Stroke is a known potential adverse event associated with the use of the enterprise vrd and is listed in the IFU. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that patient, target lesion and medication regimen factors may have contributed to the reported event.